Event description:
This (B)(6) patient with severe obsessive-compulsive disorder (ocd) and major depressive disorder, and history of numerous prior hospitalizations for suicidal ideation and prior suicide attempts, made a serious suicide attempt by overdose on previously prescribed and hoarded medications. On (B)(6) 2010, she overdosed on hoarded medications (including primarily ambien). This attempt had been planned for many months, but was acutely precipitated by a traffic ticket for speeding and driving with an expired license. The guilt and embarrassment she anticipated in having to reveal this to her parents pushed her to take the overdose. The ingestion took place in her parent's home, where she has been living. She was found by her mother shortly after the ingestion, transported to a local hospital and then transferred to the university of (B)(6). Here she was treated with activated charcoal, sedated with propofol and subsequently weaned, with full recovery. She was then transferred to (B)(6) psychiatry service for safety and stabilization. The patient reports that she checked her stimulators a week or two before her attempt and they were functioning at that time. She does not believe they were switched off prior to the attempt. They were off when queried 2 days after the attempt, but the hour counts suggests that they had probably been off for only a short time, perhaps as a result of some magnet exposure during her extensive medical evaluation and intervention after the overdose. Five days after the event, the patient reported full cognitive recovery and described an "epiphany" created by her survival and her faith, leading to full resolution of her suicidal intent and a new commitment to sustaining her life. She has sustained a powerfully stated commitment to sustaining her own safety since that time. She strongly wishes to continue dbs therapy and credits it with giving her a chance at a meaningful life after years of dysfunction due to ocd. Suicidality is a known risk in dbs treatment due to the severely ill and refractory patient population that is eligible to receive this therapy. Many participants enrolled in these studies have prior suicide attempt histories. Suicidal ideation is included in the consent form in use here and elsewhere. There is no evidence that dbs therapy played a role in this patient's overdose. There is clear evidence that the device itself was functioning appropriately at the time of her attempt.